Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. Pt has used this infusion device for approx 3 years and boluses 4 times per day. Infusion device was not dropped or exposed to water. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.